Event description:
It was reported that the vascular stent foreshortened. No further info is available at this time. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the MFR for eval. The investigation is currently underway. This is the same pt as reported in MFR report#: 9681442-2011-00075 and 00076.